Event description:
It was reported that the patient never had therapeutic effect. The device was implanted ¿real far back¿ and the patient could not reach back there, so her daughter helped her. The patient could feel the stimulation for 3 seconds and then it would just go away. The device did not help her symptoms and ¿never worked,¿ even after turning it up, so it was replaced. Follow-up is being conducted to obtain outcome and actions taken.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# v318137, implanted: (B)(6) 2009, product type: lead. (B)(4).